Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon catheter removal difficulty was encountered. Vascular access was obtained using ipsilateral approach via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified in left popliteal artery and anterior tibial artery (ata). Popliteal artery was passed through using a non bsc guidewire and dilatation was performed below the knee (btk) using a 4×150 coyote balloon catheter. Since posterior tibial artery (pta) was diffuse, guidewire was advanced from pta to planter using a non bsc guidewire and microcatheter. It was then advanced in the ata by retro. Since guidewire was unable to advance in the retro side midway, it was crossed from the ante side using a non bsc pad and guidewire then rendezvous technique was performed. It was then replaced with another two non-bsc guide wires from retro side and dilatation was performed using a 2-2.5mm non-bsc balloon. It was dilated further using coyotefc. After that, ata was dilated using 3×150 coyote balloon catheter with guidezilla¿ ii guide extension catheter as a support. However, after dilatation, when the coyote was removed, it could not be pulled out easily. Eventually, all the blood vessels were dilated and three toes were amputated and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated device evaluated by MFR.: returned product consisted of a coyote balloon catheter with the related guidezilla guide extension catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. The tip, balloon, proximal bond and shaft was microscopically and tactile inspected. Inspection revealed kinks in the hypotube/outer shaft located 68 cm and 70 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon catheter removal difficulty was encountered. Vascular access was obtained using ipsilateral approach via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified in left popliteal artery and anterior tibial artery (ata). Popliteal artery was passed through using a non bsc guidewire and dilatation was performed below the knee (btk) using a 4×150 coyote balloon catheter. Since posterior tibial artery (pta) was diffuse, guidewire was advanced from pta to planter using a non bsc guidewire and microcatheter. It was then advanced in the ata by retro. Since guidewire was unable to advance in the retro side midway, it was crossed from the ante side using a non bsc pad and guidewire then rendezvous technique was performed. It was then replaced with another two non-bsc guide wires from retro side and dilatation was performed using a 2-2.5mm non-bsc balloon. It was dilated further using coyotefc. After that, ata was dilated using 3×150 coyote balloon catheter with guidezilla¿ ii guide extension catheter as a support. However, after dilatation, when the coyote was removed, it could not be pulled out easily. Eventually, all the blood vessels were dilated and three toes were amputated and the procedure was completed. No patient complications nor injuries were reported.